Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated oral antibiotics and steroids (check with (B)(6) if this is oral as well) on (B)(6) 2021. The patient experienced swelling at the abutment site and was treated with topical and oral antibiotics on (B)(6) 2021.